Event description:
On (B)(6) 2025, the user reported two failed sensors in recent days and received a low alert, which they treated with soda. A fingerstick, however, showed user's blood glucose (bg) at 600 mg/dl. The agent assisted with pairing a new g7 sensor, after which the ilet displayed high readings. During the call, a fingerstick confirmed bg at 584 mg/dl, trending downward. The user noted anxiety but no other symptoms, and ketones could not be tested. Resolution: follow-up later that evening showed bg fluctuating between 525¿584 mg/dl. The user completed another supply change, as a bent cannula was suspected. Insulin delivery resumed, with plans for continued follow-up. At the end of the case, the event involved a highest recorded glucose of 600 mg/dl, was corrected through sensor replacement and a supply change, and was managed without medical intervention or external assistance. Symptoms of anxiety were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.